Manufacturer narrative:
Technical assistance center (tac) provided remote troubleshooting and found that port a was in the wrong input, after correcting the issue the image came back to normal. Troubleshooting was able to resolve the reported allegation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had not been able to see the image. Live image was not working on the monitor also during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: h2, h6, h11 corrected fields: h11 the device was returned to olympus for inspection however, the reported failure was confirmed via technical assistance center (tac). Troubleshooting steps performed: technical assistance center (tac) asked the customer to press and hold port a on the monitor and change the input setting to sdi 1. After the customer changed the input setting on the monitor everything started to work fine. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unable to see the image coming from the processor because port a was in the wrong input. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.